Manufacturer narrative:
The reported events were helix mechanism issue, helix damage, and ¿plastic coming up in the middle of the helix with helix extension¿. A complete lead was returned in one piece with the helix found retracted with traces of blood. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. The reported events of helix damage and ¿plastic coming up in the middle of the helix with helix extension¿ were not confirmed. The helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The cause of helix mechanism issue was due to the over torqued inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that patient presented for scheduled procedure. Prior to lead implant, the helix was tested and noted that it exhibited unspecified rotation issue; internal helix damage was noted. The lead was ultimately not used and replaced with other lead. Patient condition was stable.